Manufacturer narrative:
Sample collection was via a capillary tube. Per the customer, it is unknown if the instrument is currently performing within qc specification; however it was reported the qc was run before this event and the results were good. A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the peristaltic tubing on the waste pump was worn and observed that the baths were not fully draining. The fse replaced the peristaltic waste pump tubing and cleaned the pump rollers and verified that the baths were draining properly. Repair was verified and the instrument was validated. The root cause for the low complete blood count (cbc) results can be attributed to the worn waste pump tubing. Per labeling, perform maintenance procedures either on a time schedule or on an instrument cycle schedule. Keep a calendar marked with dates for maintenance and check the startup results screen for the number of cycles performed. Replace peristaltic pump tubing when tubing is worn to the extent that it looks almost worn through.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low red blood count (rbc) and hemoglobin (hbg) results on two (2) patient samples without instrument generated flags that were generated by coulter ac-t diff analyzer. Additionally, erroneously low white blood count (wbc), hematocrit (hct), and platelet (plt) results were also observed. The erroneous results were reported out of the laboratory. The specimens were run on a reference instrument where cbc results were considered correct. Reference results for patient 2 were not provided. The results provided by the customer are shown. There was no death, injury or change to patient treatment associated with this event.